Event description:
The pt reported her programmer (-) key does not function properly as she was unable to decrease the amplitude using the minus key. A replacement programmer was sent to the pt which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.